Event description:
The customer stated that he tested his blood glucose and received a reading of 23.6 mmol/l, which was higher than usual. His wife gave him 14 units of insulin based on the readings. Within a few minutes, the customer went into shock and was unresponsive for about an hr. At the end of that hr, the customer was able to talk, and his wife gave him some corn syrup orally. She retested his blood glucose and received a reading of 2.4 mmol/l. The customer did not require any outside medical attention. The meter and test strips are to be returned for evaluation, and replacement products will be sent to the customer.